Event description:
At about 3 years and 11 months after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 17-jun-2022: lot 171072: (B)(4) items manufactured and released on 30-may-2017. Expiration date: 2022-05-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported case during the period of review.